Event description:
Patient reported "rupture" and "leaking". This record is for an unknown side. The device was explanted and it is unknown if the device will be returned.

Manufacturer narrative:
Clarification to d6a. Implant date: 1998 was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.